Event description:
The account alleged the bed was hard and they cannot change the settings pt skin integrity was damaged. The wound care nurse stated the bed had caused redness at the surgical flap site and the heel had a deep tissue injury. The redness to the flap resolved with no injury to site. The account clinical director did see the pt immediately post op while in servicing the account and on several other occasions. The pt's leg was not amputated, although this may be needed in the future. An aneurysm repair was made. The pt was discharged from the hospital. There is discussion that due to his vascular state this outcome would have taken place regardless of the role of the bed. The wound care nurse is alleging that hill-rom may not have handles the repair adequately and as a result this may have contributed to the damage of the pt skin integrity. The account clinical director performed a mandatory in service at the account in response to this statement and there were no questions or issues from the staff at that time.

Manufacturer narrative:
The tech found the bed temperature was too low causing the bed to collect moisture. The bed was in lock out mode so settings could not be changed. The account stated the weather was extremely hot and humid and the pts' room is on a floor in the old wing of the hospital where it is very warm. The tech in-serviced the staff and the account will use a fan to cool the room when the room temperature increased. The tech found the bed was not fluidizing properly. The tech found the beads moist due to excessive humidity in the room. The beds manual statement reads that if fluidization is sluggish or uneven to notify the hill-rom rep and that fluidization is effected by room temperature, humidity, the amount of materials such as fluids, cells or cellular debris, which has escaped from the blood vessels and has been deposited in tissues or on tissue surfaces and restricted air circulation from blankets on the bed. Manual caution statement, the unit handles limited amounts of fluids passing through the filter sheet. However, excessive incontinence and exudate saturates the beads and hampers fluidization. The tech replaced the beads to resolve the issue.